Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024 the patient blood glucose was high when she goes to emergency room. The time and date of hospitalization is (B)(6) 2024 and length of hospitalization is unknown when admitted to hospital. No further information available.

Manufacturer narrative:
(B)(6).